Event description:
It was reported that pressure gauge did not seem to be accurate. There was unknown patient harm reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation of complaint that the pressure gauge was not providing accurate readings. Visual and functional testing was performed. The reported issue was confirmed during testing. The air pressure readings were unstable, showing more drops than increases in pressure. The root cause was identified as a faulty air pressure regulator. The air pressure regulator was replaced, and the unit successfully passed all performance verification tests. Review of event log found no relevant information. Review of service history found no relevant information.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.